Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and noted that both ra and rv impedances were trending down, indicating a possible insulation issue. Ts also noted pacing inhibition and asystole lasting two seconds on the rv lead channel. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).